Event description:
On (B)(6) 2011, the pt "got sick." On (B)(6) 2011, the pt had a pump refill. There was too much medication left in the reservoir. An x-ray was performed on 08/30/2011 and it looked fine. On (B)(6) 2011, a (B)(4) was performed and the rotor was not working properly. The physician decreased the pump medication because, there had been too much medication at the refill. The physician did not want to do a catheter (B)(4). A pump replacement was being considered. As on (B)(6) 2011, the physician had decreased the pt's dose to the point where pain had returned. The pt was also experiencing nausea and vomiting. The pt had been in the ER twice. Oral medication was not helping. The device system was used to deliver morphine. It was noted that the pt had a spinal headache when the system was initially implanted, so wanted a smaller introducer needle used at replacement.

Event description:
Additional information: it was reported that the physician wanted to get "another medication reading" as to what is in the reservoir and "it was being done today". Patient continued to have increased baseline pain. It was stated that per the rotor study the "rotors were slower than they should be." It was also stated that several dose changes had been made recently.

Event description:
Additional information reported that something was wrong with the pump motor, and the pump rotors were not working. The patient's pump was, subsequently, explanted. No information was provided related to the patient's outcome. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).